Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this reporting: 0001825034 - 2019 - 05139. Event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported the insert could not be mated with the humeral plate during use resulting in a 10 minute delay to surgery. The surgeon completed the procedure with the insert and another humeral tray. No further information is available at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The original report was sent in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the insert could not be mated with the humeral plate during use resulting in a 10 minute delay to surgery. The surgeon completed the procedure with the insert and another humeral tray. This is a multi-fragment fracture case with suboptimal bone quality of the patient. Moreover, the problematic subject of the report did not occur during the implantation but during the assembly of polyethylene to the humeral plate with defect in the click of the two tabs (tongue), forcing to replace the humeral plate.